Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The sample was connected to a viaflo bag and a vial; then reconstitution was performed. No leaks were encountered. It is unknown what caused this condition.

Event description:
A customer reported to baxter product surveillance of a vial-mate reconstitution device in which the medication, vancomycin, was to be reconstituted in a bag; however some of the medication leaked back into the vial after being reconstituted, resulting in a shortage of medication to the patient. This occurred during patient-use. There was no patient injury or medical intervention necessary. No additional information is available.